Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, this large patient was failing in all vectors. It was noted this electrode could not be moved as this patient was too large and the electrode would not be long enough. Alternate vector was chosen at that time. The following day this patient received an inappropriate shock due to myopotential oversensing. This s-ICD was explanted and this patient received a transvenous device system, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, this large patient was failing in all vectors. It was noted this electrode could not be moved as this patient was too large and the electrode would not be long enough. Alternate vector was chosen at that time. The following day this patient received an inappropriate shock due to myopotential oversensing. This s-ICD was explanted and this patient received a transvenous device system, which remains in service. No additional adverse patient effects were reported.